Event description:
N/a.

Manufacturer narrative:
A getinge field service engineer (fse) was dispatched to investigate the issue. The fse was not able to reproduce the failure. The unit then passed all functional and safety checks to factory specifications. The unit was returned to the customer and cleared for clinical use.

Event description:
It was reported that during use on a patient, the cs300 intra-aortic balloon pump (iabp) unit noise appears on the screen . There was no patient harm reported.

Manufacturer narrative:
A supplemental report will be submitted upon completion of our investigation.